Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the lead was tested on the pacing system analyzer (psa). The pacing lead impedance measurement was consistency high, despite repositioning and attempting various testing cables. A replacement lead was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical tests found no indication of conductor fractures or internal shorts. The lead connector passed the insertion test into the implantable cardioverter defibrillator device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.